Manufacturer narrative:
Additional information received: the target lesion was a 5cm lesion in the patient's mid superficial femoral artery (sfa) (70% stenosis) with intermittent, non-protruding calcification. During the first balloon inflation, contrast was seen exiting the balloon even before the balloon had reached 6 atm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned for analysis. During the technical investigation, the device was visually inspected. The balloon was unfolded and showed a longitudinal burst. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an in.pact admiral with a 6fr sheath and non-medtronic .035 guidewire for treatment of an unknown lesion in the patient's mid superficial femoral artery (sfa). The IFU was followed during the procedure. A syringe was used for inflation. The device was prepped without issue. No resistance was encountered when advancing the device and it did not pass through a previously deployed stent. No excessive force was used. It was reported the balloon could not be inflated and a hole was observed on the balloon. The device was replaced with another to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.